Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2008 a miniarc sling" device was implanted in the plaintiff to treat stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has had corrective surgery" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.